Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Event description:
It was reported that during patient use, the nkv-330 ventilator started to alarm "circuit disconnect". The user checked all connections and they were tight. It was noted that the pressure line was disconnected when the machine was taken off the patient. The ventilator was recalibrated, passed all testing, and placed back on the patient. The ventilator was functioning appropriately. About 30 minutes later, the ventilator started to alarm "circuit disconnect" again. It was noted that the pressure line this time was not disconnected, the circuit and lines were all tight. There was no harm to the patient as the patient was alert, awake, and stable. The patient was placed on another ventilator.

Manufacturer narrative:
Nihon kohden orangemed will submit a supplemental report if additional information becomes available.